Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device had a hard time providing co2 gas insufflation from proximal to distal end, so there was not adequate visualization to work within the tunnel. Pressure was set at 12 mm hg (IFU recommends 10 - 12) and co2 gas rate flow set at 5 l/min (IFU recommends 3 - 5). Troubleshooting consisted of confirming: blunt tip trocar "btt" balloon was inflated enough and no air was leaking at the incision site, there was adequate gas in the co2 tank, the tank's valve open, the insufflator was turned on, and the tubing was properly connected. Harvester took out cannula & reinserted with same results. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the product on 11/04/2008. The initial investigation showed that the cannula was in a complete assembly. This product is currently being processed for further investigation. A supplemental report will be submitted when the investigation results are received.